Manufacturer narrative:
No timeouts or drive stalls were seen in the download data. A tear was observed in the exposed portion of the soft cannula. Insulin was observed to leak out of the tear. It is unknown how or when this damage occurred or if it contributed to the reported event. No other damages or defects were found. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 422 mg/dl while wearing the pod between 1 and 4 hours on the arm.